Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance inspection that the atrial and ventricular output connectors of the external pulse generator (epg) were damaged. The damage was identified on multiple external pulse generators. The device status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis; analysis was able to confirm the customer comment that the output connectors of the external pulse generator (epg) were damaged and it was noted that the output connector assembly was broken. It was further noted that the display wire insulation was pinched with wire insulation not compromised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair.